Event description:
A report was received that a patient's stitches have opened up and one of her leads is exposed. The patient elected to have the exposed lead explanted, and the non exposed lead left in place. The physician closed the open skin in two layers. The bsn sales representative reprogrammed the patient with the existing lead. There were no signs of infection but the patient was place on prophylactic antibiotics. Afterwards, the patient contacted the clinic, and is requesting to have the entire precision system explanted. No date has been scheduled for the explant at this time.